Event description:
The customer reported that the screw holding the transformer together had fallen out and the transformer housing fell apart, exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported that the screw holding the transformer together had fallen out and the transformer housing fell apart, exposing the underlying electronics. Multiple attempts were made to get additional info and the receipt of the product, but were unsuccessful. As of the date of this report, the original product has not been received. Should the original product be received, resulting in new, changed or corrected info, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.